Event description:
The customer reported to olympus that the distal end of the resection sheath was broken. The issue was found during preparation for use for a urological examination. The diagnostic procedure was completed with a similar device without any delay. There were no reports of patient harm associated with the event.

Manufacturer narrative:
The device was returned to olympus and customer allegation was confirmed. During the inspection, it was found that ceramic tip was broken. Furthermore, the sealing ring was damaged. Based on the damage pattern, it is likely that the damage to the insulation insert was induced thermally and/or mechanically. Therefore, it is most likely attributable to wear and tear and/or improper handling by the customer (more specifically the device being subjected to mechanical overload, impact, accidental dropping, etc.). We cannot determine if there was pre-existing damage to the insulation insert or if it was already worn. Furthermore, it cannot be determined if the damage was caused during the last reprocessing of the instrument or during its last use in a procedure. As a general note, cracks on the insulation material are mostly not visible, making visual inspection difficult. Lost fragments of the ceramic insulation insert can be localized and removed using a suitable x-ray procedure or computed tomography. A manufacturing and quality control review was performed for the affected serial number without showing any non-conformities or deviations regarding the described issues. Before the use of medical devices, the user must make sure that they are in a perfect technical condition, see also the corresponding warnings in the IFU: ¿4 before use: warning: infection control risk. Properly reprocess the product before first and each subsequent use following the instructions in this manual and in the system guide endoscopy. Improper and/or incomplete reprocessing can cause infection of the patient and/or medical personnel. 4.1 inspection and testing. Inspecting the product: visually inspect the product. Make sure that it has: no corrosion. No dents. No scratches. Ceramic insulation at distal end. Visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g. Cracks, fractures). Warning: risk of injury. Impact, fall, shock or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged. Damaged product. If the product is damaged or does not function properly, contact an olympus representative or an authorized service center.¿ olympus will continue to monitor the field performance of this device.